Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Alarm history showed an unexpected restart alarm and an external ram crc error alarm. Customer's blood glucose was 353 mg/dl, which was treated with bolus delivery. Customer reported that insulin pump would need to be reprogrammed after each battery change, especially the time and date. Customer also reported that insulin pump only beeped for low reservoir alarm, but no other alarm. Customer was assisted in changing alert type to vibrate. Customer reported that insulin pump did vibrate during self-test. Customer was educated on possible causes of blank display screen. Customer was advised to monitor insulin pump and to call should issue persist.